Manufacturer narrative:
(B)(4). The position of the cam when valve was received was 100mmh2o. The valve was visually inspected; it was noted that the proximal connector was not returned with the valve. A connector was attached to the valve for investigation. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated, no occlusion was noted. The catheter was irrigated, no occlusion was noted, but biological debris was flushed out during the irrigation. The siphon guard was irrigated, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 100mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3842, with lot number cmnbjd, conformed to the specifications when released to stock on the 15th december 2011. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information stated: regarding (B)(4), we obtained the correct product code. Could you please make a correction on etq?product code 823142 - 23842. Product description:chpv-inline w/sg, unitz.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Please note; gtin is not available.

Event description:
The device was originally implanted via v-p shunt to the patient with subarachnoid hemorrhage. The setting pressure was 100 mmh2o. Doi is unknown. In b)(6) 2014, the patient had a fever and diagnosed with cerebral meningitis. The device was removed and replaced with lp-2006 via l-p shunt. The setting pressure at the revision is unknown. The patient¿s condition is reported as good.